Event description:
It was reported that the procedure was to treat a dissection in the left anterior descending diagonal bifurcation. A 2.8x26mm rx graftmaster covered stent failed to cross due to anatomy and a non-abbott guide catheter, becoming stuck with anatomy and guide catheter in the ostial left main, therefore it was decided to remove both the rx graftmaster and the guide catheter altogether. Two non-abbott stents (3x28mm and 3.5x26mm) were used to treat the dissection and successfully complete the procedure. There were no reported adverse patient sequelae and no clinically significant delay. Subsequent to the initially filed MDR report, additional information was received from the account confirming that resistance during removal was also met with the introducer sheath as it was removed altogether. The hypotube separation was confirmed. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material separation, failure to advance, difficult to remove (guide catheter/introducer sheath) and difficult to advance (guide catheter) were confirmed. The reported difficult to remove (anatomy) could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU) states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the challenging anatomy and a non-abbott guide catheter during advancement, resulting in the reported failure to advance, difficult to advance in addition to the noted wrinkled inner/outer member, kinked outer member and support skive. Further manipulation of the device and interaction with the anatomy, guide catheter and introducer sheath during retraction, as resistance was noted, likely contributed to the noted flared/bent stent struts, causing the reported difficult to remove (guide catheter/anatomy and introducer sheath), ultimately causing the reported material separation. There was no damage noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a dissection in the left anterior descending diagonal bifurcation. A 2.8x26mm rx graftmaster covered stent failed to cross due to anatomy and a non-abbott guide catheter, becoming stuck with anatomy and guide catheter in the ostial left main, therefore it was decided to remove both the rx graftmaster and the guide catheter altogether. Two non-abbott stents (3x28mm and 3.5x26mm) were used to treat the dissection and successfully complete the procedure. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.